Manufacturer narrative:
Available information indicates the lead remains implanted with no intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully, with good lead values. The next day, the r-wave amplitude had decreased from greater than 25mv to 7mv. The pacing threshold measurements had increased from less than 1.0v to 4-6v. The impedance measurements did not change. An x-ray was performed and it did not appear that the lead had moved. The field representative suspected a microdislodgement. The device data was sent to technical services for review. The patient was pacemaker dependent and was (B)(6). Technical services discussed the data and recommended an x-ray of the lead tip, zoomed in to evaluate the position into the tissue. Technical services also discussed that the device longevity would be approximately 3.8 years at these higher pacing threshold measurements. It was the physician's discretion, based on the patient's condition and risks, whether a revision to reposition the lead or to continue to monitor would be the best choice. No adverse patient effects were reported.